Event description:
It was observed during the device inspection, that the video system source power switch needs to be replaced due to crack damaged around indicator and white plastic. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the following were found during the evaluation; power switch needs to be replaced due to the crack damaged around indicator and white plastic; confirmed error e214. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final re-investigation and correction to the previous reports. The initial medwatch reported that during the device inspection, the video system source power switch needed to be replaced due to a crack/damaged around the indicator and white plastic. However, upon reassessment, this was found to be non-reportable. It was confirmed that there were no reportable malfunctions associated with the subject device. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: e2, e3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that stress due to heat or humidity affected the circuit board, leading to a crack in the power switch. Olympus will continue to monitor field performance for this device.